Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.

Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a ventilator was alarming for an internal battery condition. The device was not in patient use. The device's internal battery was replaced to address the issue.